Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no impact to the customer's blood glucose level. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, trouble shooting to determine the cause of the occlusion could not be performed. However, system check was performed on the current supplies; the cartridge and tubing functioned as expected.